Manufacturer narrative:
(B)(6)

Event description:
The customer stated that they received erroneous results for one patient sample tested for gluc3 glucose hk gen.3 when tested on a cobas 8000 c 502 module. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The repeat values were believed to be correct. The same sample also had erroneous results when tested with the elecsys troponin t hs assay and the elecsys probnp ii immunoassay on a cobas 8000 e 801 module. Please refer to the medwatch with (B)(6) for information related to the e 801 analyzer. The sample initially resulted with a gluc3 value of 0.05 on the c 502 analyzer. The sample was repeated twice, resulting with gluc3 values of 8.44 and 8.39. No units of measure were provided for this test. No adverse events were alleged to have occurred with the patient. The gluc3 reagent lot number was 330126. The reagent expiration date was asked for, but not provided. Upon review of the alarm trace, an abnormal sample aspiration alarm occurred on the ise module of the same anlayzer line. The provided control data from (B)(6) 2018 is within specifications. The calibration data showed no abnormalities. Since both calibration and controls were ok and the sample was repeated with the same reagent, an issue with the reagent could be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.